Event description:
It was reported the patient had stimulation in the wrong location and a stabbing rib pain after four hours of stimulation. It was stated the patient turned their stimulation on, their coverage was great, and they got great relief until the four hour time frame. It was noted the patient didn¿t have any issues with this at the trial. It was also stated the patient¿s rib pain would go away about 30 minutes after the device was shut off, then they could turn it back on again and have four more hours with stimulation on. It was noted the symptoms occurred following implant and all the reprogramming that could be done was done in order to give the patient the coverage they needed for their pain areas. It was later reported the patient¿s device was reprogrammed and they were doing great.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).